Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The external leak was visually observed at the start of treatment. Estimated blood loss was minimal. Blood loss volume was not provided. The leak was due to a crack near the header of the dialyzer. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.